Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead, the helix was partially retracted and the helix was bent. The helix could not be tested due to the helix was bent, tissue in the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to get the right atrial (ra) lead down the vein. The helix was extended and was unable to be completely retracted. The physician stated the helix was deformed. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.